Event description:
Customer's biomed reported that the device failed the 3am self test and was displaying a service icon. The device logged several fault codes in memory that indicate a critical failure. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.